Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Subsequently this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. No other information was provided. At this time, the device was explanted and replaced. No additional adverse patient effects were reported.